Event description:
It was reported that the cartridge o-ring was missing. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area before successfully completing the load process with a new cartridge, resuming insulin delivery, and monitoring system performance without needing cartridge replacement.